Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has a broken pim and crank for transport mode.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a broken pim and crank for transport mode. There was no patient involvement.

Event description:
It was reported that during a workshop in ardon, the cardiosave intra-aortic balloon pump (iabp) unit has a broken pim and crank for transport mode. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: h6 (remove 3331 from type of investigation).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10 additional information: event site postal code: (B)(6) no further information available on the service repair. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.